Manufacturer narrative:
The customer thoroughly checked the architect c8000 instrument and found no cause for the issue. Abbott customer support discussed with the customer that the issue was likely caused by some form of small particulate matter that may have partially obstructed the sample probe, but not enough to trigger the pressure monitor, and was removed through probe washing. The customer ran qc multiple times after the issue and all qc was within the customer's acceptable limits. The c8000 instrument data logs were reviewed. All affected results had normal reaction curves. The customer inspected the sample probe which appeared undamaged. Abbott customer support discussed probe replacement with the customer and agreed that unless fluctuations were seen in qc, the probe could remain. The customer had no further issues upon follow-up contact on (B)(6) 2011, but did change the probe as a precaution. The current rates for architect c8000 erratic complaints/million tests and occurrences/million tests are below the internal rates documented at launch of the instrument. No adverse trends were identified related to this issue. The architect system operations manual lists several probable causes and corrective actions for discrepant results. Based upon the data available and the results of this evaluation, no product deficiency was identified.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer stated that for an 11 minute window, all patient results generated on the architect c8000 analyzer were decreased due to a partial obstruction in the sample probe. Many of the samples generated "low" flags. The customer retested the samples after discovering the issue and results repeated higher. Amended patient reports were issued. No impact to patient management was reported. For (B)(6), an initial sodium result of 112 mmol/l retested at 138 mmol/l.